Event description:
The product was returned to posey without a reason for the return by the customer. The customer was asked why the alarm was being returned and they did not know. There was no patient injury reported. Evaluation of the alarm by posey shows that it powers on, but has no alarm tone when pressure is on or off the sensor pad.

Manufacturer narrative:
(B) (4). Evaluation of the returned product found that the alarm powers on, but does not sound when pressure is on or off of the sensor pad. The alarm is missing the battery door. The alarm does sound when the sensor is unplugged. (B) (4).